Event description:
A nurse reports that the patient underwent a herniorrhaphy on (B)(6) 2014. No peritoneal dialysis treatments were missed and there were no reportable device malfunctions. As of (B)(6) 2014, the patient's signs and symptoms of hernia have resolved and the patient continues to use continuous cycler assisted peritoneal dialysis (ccpd) therapy without any further issues.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. This reporting nurse was unable to perform additional information for this safety report.